Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -3.5/+1.5/083 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports lens stuck in cartridge/injection system and lens tear/break during injection/delivery into the eye. No patient injury is reported. Reportedly, the lens rotated and is decentered. The cause of the event is reported as "injector or lens very soft, posterior part cut."

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a vial. Visual inspection found haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a vial in liquid. Visual inspection found the haptic torn. Claim# (B)(4).